Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they think their battery is going out because it won't charge a full session anymore. Patient also stated that the magnet that they put on where it connects to the wire is like a hotspot and now it feels like it's literally hot to the touch. Patient stated that it took them about 4 hours to charge their implant today and it's never taken them that long before. Patient stated that they had felt around for damage and found none because of how hot the recharger would get. Patient reported they have a mdt reps phone number but that it is not even a phone number and asked if they should call patient services (pss); pss reviewed information. Pss walked patient through resetting the controller. Patient confirmed that there was no damage to the recharger. When asked for an event date; patient mentioned that it has probably been like the last whole month and that they noticed it the last 4-5 times that they had a hot spot on their butt and then would move the recharger and could feel the hot spot. Patient noted that they can't even get a charge without taking it off and getting a message saying the battery is dead but when they plug it in its at 80%; patient followed up saying they tried putting something over the recharger but that didn't work. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type recharger was returned and the analysis shows the recharger telemetry module (rtm) got hot after running it at donut end record the two values the number high (0) the number low (0) no were visually anomalies observed no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.